Manufacturer narrative:
B5 -upon further review it was reported that a pairing failure occurred. No product or data was provided for investigation. The probable cause could not be determined.the reported event of a pairing failure is not reportable. No injury or medical intervention was reported. G6 --follow up 001.

Event description:
Upon further review it was reported that a pairing failure occurred. No product or data was provided for investigation. The probable cause could not be determined.the reported event of a pairing failure is not reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.